Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, antimicrobial resistance marker, direct specimen. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit bd max cpo 2 samples are obtaining different results. The following information was provided by the initial reporter: 2 samples were repeated using the same tube giving different results customer obtained different results on two samples in two repeated runs using the same starting sample.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max cpo kit (ref. (B)(4) lot 2203993 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max cpo kit indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about two samples from one patient which initially tested positive for kpc target (run 179, a4) but was negative upon repeat, using a new sample buffer tube, in the same day (run 180, a6). Both runs were received for investigation. Manual pcr curve adjudication of the initial and repeat teats revealed a true but late amplification of the kpc target without any anomaly, in both runs. Low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. However, the amplification curve in run 180 lane a6 did not pass the threshold required to be considered positive by the algorithm, which explains the negative result obtained in the repeat test. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cpo lot 2203993. The root cause was not identified. However, specimens at or near the assay limit of detection (lod) can explain the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that kit bd max cpo 2 samples are obtaining different results. The following information was provided by the initial reporter: 2 samples were repeated using the same tube giving different results customer obtained different results on two samples in two repeated runs using the same starting sample.